Event description:
It was reported by the customer there was a versed dosing issue when the pump was adjusted by the clinician. It was initially written for 2mg/ml per hour then titrated up. Eventually, the full 100mg/ml bag was infused within 1:30. The pump was started around 15:25. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem, medical device serial #, device manufacture date. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by the customer there was a versed dosing issue when the pump was adjusted by the clinician. It was initially written for 2mg/ml per hour then titrated up. Eventually, the full bag was infused within one hour and thirty minutes. The pump was started around 1525. There was patient involvement but no harm.